Manufacturer narrative:
Block h6 impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on any unknown date. Approximately 4 days later on (B)(6) 2024, the balloon being implanted, the balloon was removed due to unknown patient complications. The patient was admitted to the hospital for longer than the standard stay due to this unknown issue. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on any unknown date. Approximately 4 days later on (B)(6) 2024 ,the balloon being implanted, the balloon was removed due to unknown patient complications. The patient was admitted to the hospital for longer than the standard stay due to this unknown issue. No further information has been obtained despite good faith efforts. Additional information received on october 31, 2024, and november 13, 2024. It was reported to boston scientific that the referenced orbera365 intragastric balloon system was implanted on (B)(6) 2024. Approximately four (4) days post implant, the patient experienced intolerance. The patient was provided with an analgesic infusion but still felt pain and nausea. The balloon was removed on (B)(6) 2024. The patient's current condition was reported to be fine.

Manufacturer narrative:
Additional information blocks a4, b2, b5, b7, d6a, d6b, h6, h11 were update based on additional information received on october 31, 2024, and november 13, 2024. Block h6 impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Impact code f2202 is being used to capture the reportable event of endoscopic procedure to remove the device. Impact code f2303 is being used to capture the reportable event of analgesic infusion.